Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaq1399 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt had PICC inserted (B)(6) 2018. By (B)(6) PICC was removed, for repeated problems with IV fluids infusing when patient bent right arm.